Event description:
It was reported to fresenius medical care that the bain fistula needle 15gx1, 25m is causing patients pain with cannulation and clotting issues. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".